Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf 300 - device in failsafe, 400 - inspiration valve or device leaky, 545 - astepinspvalve value out range - failsafe and 316 - blower failure that was confirmed in the logs. Issue happened a year ago as well.furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical fsr went on-site and inspect the device. Performed initial boot check and an inspiration block repair. Performed calibration procedure and verification, all passed. Unit meets factory specifications. The root cause was determined due to defective inspiration valve nt.